Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site¿s passive planar probe was damaged. It was reported that the instrument could pass verification. This issue was noticed intraoperatively during the navigation task. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that, with markers attached and fully seated, the probe returned a high geometry error but a good divot error. The support arm for marker #3 was bent causing the high geometry error. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.